Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism . Approximately one year ten months post filter deployment, a preliminary venacavogram identified the filter to be tilted with the apex embedded within the posterior caval wall and perforation of struts. Approximately four years five months post filter deployment, a computed tomography scan noted that one filter limb which appeared to extend into the abdominal aorta. A computed tomography scan performed approximately four years eight months post filter deployment noted that the filter limb penetrating the abdominal aorta was without evidence of hematoma. Approximately four years ten months post filter deployment, the patient presented for retrieval of the filter due the patients concern regarding the limb extending into the aorta. During one attempt with a snare, one limb was bent. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year ten months post filter deployment, the patient presented for retrieval of the filter. Venacavogram identified the filter apex to be tilted and embedded within the posterior caval wall and some perforation of the limbs. Multiple attempts using gooseneck and trilobed snares were unsuccessful in capturing the filter hook which was embedded in the caval wall. As the filter was not causing any problems and the patient was on chronic anticoagulation, the decision was made to leave the filter in place and if the filter caused clinical problems, more aggressive attempts to retrieve the filter could be performed. Approximately four years five months post filter deployment, a computed tomography (CT) revealed that one filter limb which appeared to penetrate the abdominal aorta. Approximately four years eight months later, a computed tomography (CT) revealed that the filter to be in a stable position with multiple limbs extending beyond the caval wall and one medial limb penetrating the anterior aspect of the abdominal aorta. Approximately four years ten months later, the patient expressed concern about the filter limb extending into the aorta and presented for retrieval of the filter. An attempt to remove the filter using a sos catheter, glidewire and gooseneck snare resulted in bending one of the limbs. A second loop snare was used to capture a larger portion of the filter; however, the filter hook could not be adequately repositioned for retrieval. The decision was made to end the procedure due to radiation dose and a lack of available endobronchial forceps. The sheath was removed, and hemostasis was achieved with manual compression. In a post procedure discussion with the patient and family, the decision was made to not attempt retrieval again. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc), filter tilt, material deformation and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6 (device: 2976). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was recommended in the patient with a history of right popliteal deep venous thrombosis and subsequent pulmonary emboli despite long term anticoagulation. Limited ultrasound was performed to assess the right common femoral vein (cfv) demonstrated patent cfv with no filling defect. The right groin was prepped and draped in a sterile fashion. Ultrasound guidance and a micropuncture needle were used to access the cfv, the filter deployment sheath was advanced over a guidewire into the right common iliac vein (civ). Inferior venacavogram was performed to identify the level of both renal veins. Then, the deployment sheath was advanced into the infrarenal ivc and the retrievable filter was deployed infrarenal, at the l2 level. As the filter was excessively tilted to the left side and the tip was touching the lateral wall, filter removal and replacement were decided. The femoral sheath was left in place after flushing with saline. Limited ultrasound was performed to assess the right internal jugular vein. The right upper neck was prepped and draped in a sterile fashion. Ultrasound guidance and a micropuncture needle were used to gain access into the right internal jugular vein. Then, the micropuncture sheath was exchanged over the wire with a removal system sheath which was advanced just proximal to the filter tip. The filter was successfully captured and retrieved using a cone removal system. Post removal limited venacavogram showed no filling defects or extravasation and the filter was intact by visual inspection. The sheath was removed from the right internal jugular vein, hemostasis was achieved by manual compression, and a sterile dressing was applied. Once more, the femoral deployment sheath was advanced into the infrarenal ivc and a retrievable filter was deployed infrarenal, at the l2 level. A follow-up venogram demonstrated better position of ivc filter; however, the filter was still tilted to the left side due to large ivc diameter. All catheters and wires were removed, hemostasis was achieved with manual compression with sterile a dressing applied. Removal of the filter was recommended when the filter was no longer required. Approximately one year ten months post filter deployment, the patient presented for retrieval of the filter. Venacavogram identified the filter apex to be tilted and embedded within the posterior caval wall and some perforation of the limbs. Multiple attempts using gooseneck and trilobed snares were unsuccessful in capturing the filter hook which was embedded in the caval wall. As the filter was not causing any problems and the patient was on chronic anticoagulation, the decision was made to leave the filter in place and if the filter caused clinical problems, more aggressive attempts to retrieve the filter could be performed. Approximately four years five months post filter deployment, a CT scan performed for hematuria demonstrated one filter limb which appeared to penetrate into the abdominal aorta. Approximately four years eight months post filter deployment, a CT scan performed for possible perinephric abcess demonstrated the filter to be in a stable position with multiple limbs extending beyond the caval wall and one medial limb penetrating the anterior aspect of the abdominal aorta. There was no evidence of retroperitoneal hematoma. Approximately four years ten months post filter deployment, the patient expressed concern about the filter limb extending into the aorta and presented for retrieval of the filter. An attempt to remove the filter using a sos catheter, glidewire and gooseneck snare resulted in bending one of the limbs. A second loop snare was used to capture a larger portion of the filter; however, the filter hook could not be adequately repositioned for retrieval. The decision was made to end the procedure due to radiation dose and a lack of available endobronchial forceps. The sheath was removed and hemostasis was achieved with manual compression. In a post procedure discussion with the patient and family, the decision was made to not attempt retrieval again. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A second vena cava had to be deployed after the first was removed for being severely tilted. The second filter was noted to be slightly tilted upon deployment. Approximately one year and ten months post filter deployment, the filter was attempted to be removed however it could not. Venacavogram identified the filter apex to be tilted and embedded within the posterior caval wall and some perforation of the limbs. Approximately four years and eight months post filter deployment, a CT scan demonstrated the filter to be in a stable position with multiple limbs extending beyond the caval wall and one medial limb penetrating the anterior aspect of the abdominal aorta. Approximately four years ten months post filter deployment, patient presented for retrieval of the filter. After multiple attempts the filter could not be removed which resulted in bending one of the limbs. Based on the provided medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, material deformation of the filter limbs, and difficulties removing the filter. Per the provided medical records, the tilted filter was most likely due to a large ivc. Per the IFU," the eclipse® filter is intended to be used in the inferior vena cava (ivc) with a diameter less than or equal to 28 mm." Therefore, the size of the ivc could have contributed to the tilt. The tilted filter most likely led to the removal difficulties. Additionally, per the reported medical records the filter limb became bent during the second retrieval attempt. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known. Complications of vena cava filters: filter malposition, filter tilt, perforation or other acute or chronic damage of the ivc. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with a history of deep venous thrombosis and subsequent pulmonary emboli required a vena cava filter which was deployed in an infrarenal position. A follow-up venacavogram identified the filter to be tilted to the left side due to a large caval diameter. The filter was left in place and hemostasis was achieved with manual compression. Approximately one year ten months post filter deployment, a preliminary venacavogram identified the filter to be tilted with the apex embedded within the posterior caval wall and perforation of some limbs. Multiple devices were unable to retrieve the filter. The decision was made to leave the filter in place. Approximately four years five months post filter deployment, a CT scan noted that one filter limb which appeared to extend into the abdominal aorta. A CT scan performed approximately four years eight months post filter deployment noted that the filter limb penetrating the abdominal aorta was without evidence of hematoma. Approximately four years ten months post filter deployment, the patient presented for retrieval of the filter due the patients concern regarding the limb extending into the aorta. Multiple devices were used in an attempt to retrieve the filter; however, the filter hook could not be adequately positioned for retrieval. During one attempt with a snare, one limb was bent. The decision was made to end the procedure due to radiation dose and a lack of available endobronchial forceps. Hemostasis was achieved with manual compression. A post procedure discussion with the patient and family determined that there would be no further retrieval attempts. No additional medical records were received for this patient.